Event description:
Pt had a navilyst medical bioflo PICC placed on right side (basilic) on (B)(6) 2013. PICC was removed on (B)(6) 2013 due to a dvt. Pt had been on levophed (vasoconstrictor) during placement as well as 2 days following placement, then it was discontinued. The dvt was located in the right basilic and was sub-occlusive. A peripheral IV was inserted after removal of the PICC. The pt's condition is "stable." The used PICC has been returned to navilyst medical.

Manufacturer narrative:
A sample has been returned, however, the eval is not yet complete and the investigation into this event is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).